Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer talisman delivery sheath. While attempting to implant the device, the right disc of the device was observed to be bulging. The physician attempted to push and pull the device to return it to the correct shape but was unsuccessful. The deformed device was not released from the delivery system while inside the patient. Then, a replacement 25-18mm device was chosen for implant. The replacement device was successfully implanted. There was no clinically significant delay and the patient remained hemodynamically stable throughout the procedure. The patient was discharged.

Manufacturer narrative:
An event of device deformity could not be confirmed. Photos were received from the field and appeared to show the bulbous deformity, however, the device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that 9f delivery system was used, and there was not any anatomical interference, or angulation or kink in the delivery system upon deployment. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.